Event description:
The pt was diagnosed with a subocclusive stenosis in the distal portion of the trachea, with 3cm of length, extended til the carina, with great dilation. The gtzs stent was placed in 2000, with good result. "On march 15, pt related dysphagia and respiratory infection, being detected a tracheo-esophageal fistula at the stent level (CT)." The stent was very expanded, but patent. On may 20, patient's condition was bad and the stent was deformed. Another manufacturer's covered stent of 23mm x 50mm was placed. In july, the pt died of acute respiratory insufficiency.